Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Lead damage was suspected but it was not confirmed. A revision procedure was performed and the ra lead was explanted and a new ra lead was implanted. The patient remained in stable condition.